Event description:
Boston scientific received information this patient may have developed a system infection. The system includes a competitive device, as well as boston scientific transvenous right ventricular (rv) and right atrial (ra) leads.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. Current records suggest that these leads remain implanted at this time. This event will be updated if any additional information becomes available.